Event description:
The reporter contacted animas on (B)(6) 2012 stating the keypad buttons were intermittently unresponsive, the backlight button was unresponsive, and the audio bolus button was torn off. The pump was reportedly not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The otp pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during the product analysis investigation the bolus button was found to be defective and contamination was found under all keypad buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.